Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a visual inspection shows a surgical knot with loop ends. The longer ends have extreme splicing. A microscopic inspection revealed squeezing marks and found they were not cut. The short end was cut. Furthermore, the longer loop ends show several pressure marks with splicing of the thread, where the ends are broken. In addition, a thread was cut. There was strong splicing at the loop ends, so it is likely this caused the tear in the thread segments. The exact cause of tearing could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a flex injury repair procedure and suture was used on the extensor tendon of the thumb on (B)(6) 2011. On (B)(6) 2011, during physiotherapy, the suture broke. The patient underwent resuturing.